Event description:
Patient was taken to surgery for replacement of a malfunctioning artificial urinary sphincter. The device was no longer working and patient desired to have it replaced. This device was placed approximately 8 years ago status post radical retropubic prostatectomy and stress incontinence. Four components had been implanted at that time: ams 800 (tm) iz accessory kit ref (B)(4), lot # 515617014; ams press reg balloon ref (B)(4), lot # 512424002 61-70 cm h20; ams 800 control pump with iz ref (B)(4), lot # 508541007; ams s.t. Cuff with iz ref (B)(4), lot # 502270006 4 cm. Patient's post-op course after replacement was routine with no complications. Patient was discharged home the day after surgery.